Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that since implant the vad was exposed due to no healing of the sternal incision. The patient had been readmitted multiple times for the same event. It was noted that a sterile dressing changes over the incision was made and the patient is currently at home.

Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.